Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MFR#: 2134265-2011-01827. It was reported that during a percutaneous transluminal angioplasty treatment procedure, incorrect positioning of ro markerbands were noted. Vascular access was obtained via the left common femoral. The diffused target lesion was located in the non-tortuous, 6mm in diameter, superficial femoral artery (sfa). A 6.0 x 100/135 sterling balloon catheter was selected to post-dilate another manufacturers' stent in the sfa. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was 3-5mm distal to the shoulder of the balloon. The balloon was deflated and removed. Another 6.0 x 100/135 sterling balloon catheter was then used for stent post-dilation. The balloon was inflated once to 8atms when it was noted the proximal ro markerband was not in the correct location. The procedure was completed with this balloon catheter. The inflated balloons were both uniform. No patient complications were reported and the patient's status is ok.